Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy for one episode of supraventricular tachycardia (svt). According to technical services, the issue was likely related with myopotential oversensing as well. As a result, the device delivered 6 shocks and therapy was exhausted. Technical services (ts) recommended to reprogram device settings and changes were made. The device remains in service. No additional adverse patient effects were reported.